Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ion selective electrode (ise) sodium results for qc material and patient samples. A rack of about 75 patient samples was tested followed by qc material. The qc result was about 10 mmol/l lower than the expected valve. The customer then repeated the patient samples. Of the data provided, only the result for one patient sample was discrepant and reported outside the laboratory. The initial result was 130.8 mmol/l and the repeat result was 140.7 mmol/l. The initial result had been released to the "gp" and was then amended and the "gp" contacted. The patient was not adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative replaced the sample arm which resolved the issue.

Manufacturer narrative:
A specific root cause could not be identified. However, it was confirmed the instrument was performing within specification after the service visit. The provided data indicated only sodium was affected. Based on this, it was not probable that the issue initially suspected with the vacuum/pipetting system was the root cause. A possible cause could be a change of the internal standard solution during maintenance without a direct calibration being performed or an electrode issue such as expired electrodes.